Event description:
On january 24, 1997 at the start of a plateletpheresis procedure, a female donor received approximately 8 mls of air through the return line. This occurred because the apheresis operator omitted the manual saline flush procedure of the return line. The donor experienced the following: sore throat and pressure in the chest a few seconds after the air was infused. She was placed on her left side with her head down. She then developed a persistent loud dry cough. Vital signs were as follows, bp 136/88,p52 (predonation neurologic, cardiac, lung and retinal findings and normal oxygen saturation. Cxr, EKG and echocardiography was not performed. The cough lasted for 30 minutes. The donor was observed for one hour in the ER. Donor was released in good condition. There were no subsequent adverse effects. Reporting source acknowledged that the device (cs-3000) did not fail and this event occurred due to operator/human error. Presently, donor is still donating apheresis platelets. The directions in the direction for use and the operator's manual were not followed in regards to the manual flushing of the return line with saline. Reporting source stated that the same type of error could be made with a competitors instrument. Statements appear in the directions for use and the operator's manual stating that air embolism can occur if proper procedures are not followed. Fenwal assistant medical director spoke with medical director and assistant medical director from subject account about this event and the importance of apheresis operators following directions.